Manufacturer narrative:
The hill-rom svc tech indicated the bed's head section would rise and lower unintentionally. The tech replaced the right siderail control board to repair the bed.

Event description:
Unintentional movement of the bed's head section function.